Event description:
It was reported "cvc was leaking at the hub while inserted". The leak was observed at the cvc incision site, the catheter dressing appeared to be saturated in what looked like clear fluid around the dressing and some fluid around the outside of the dressing, and a milky white fluid leaking only at the tip of the incision site of the cvc." A new cvc was used. There was no patient harm or injury. The patient's current condition is reported as "unknown".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The customer returned one 2-lumen cvc with a clamp assembly for analysis. Signs of use were observed, including the presence of biological material both inside and on the catheter body. Visual analysis revealed that the distal end of the catheter had been intentionally severed prior to insertion. Both extension lines were properly secured to the junction hub and their respective luer hubs. No additional defects or damage, such as kinks or cuts, were observed on the catheter. The catheter length from the juncture hub to the distal end measured 116mm, which indicates that approximately 91mm - 111mm of the catheter extrusion was intentionally trimmed per the catheter product drawing. The catheter body outer diameter measured 2.71mm, which is within the specification limits of 2.67mm - 2.77mm per the catheter extrusion product drawing. The catheter was functionally tested per the product instructions for use (IFU). The IFU provided with this kit instructs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." Both extension lines were flushed with a lab inventory syringe filled with water. No leaks or blockages were detected. The returned catheter was then tested per bs en iso 10555-1 section 4.7.1 (amrq-000071 rev15), which states that there shall be no liquid leakage in the form of one or more falling drops when pressurized to 300 kpa for 30 seconds. The catheter was connected to a lab leak tester and pressurized to 300 kpa for 30 seconds with the distal end occluded. The extension lines were connected individually to the leak tester, and, when pressurized, no catheter backflow or leaks were detected from any portion of the catheter. A manual tug test confirmed that both extension lines were fully secured within their respective hubs. The IFU provided with this kit warns the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The customer report of an insertion site leak could not be confirmed by complaint investigation of the returned sample. No defects or anomalies were observed on the returned sample. The catheter met all relevant dimensional requirements, and the reported defect could not be replicated during functional testing, including leak testing performed per bs en iso 10555-1. Based on the customer report and the sample received, no problem was found with the returned device. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported "cvc was leaking at the hub while inserted". The leak was observed at the cvc incision site, the catheter dressing appeared to be saturated in what looked like clear fluid around the dressing and some fluid around the outside of the dressing, and a milky white fluid leaking only at the tip of the incision site of the cvc." A new cvc was used. There was no patient harm or injury. The patient's current condition is reported as "unknown".